Manufacturer narrative:
The evaluation of the customer's issue included a review of the instrument service history which revealed zero (0) additional service tickets associated with discrepant/erratic results. It included a review of labeling, which was found to be adequate with regard to troubleshooting of erratic/discrepant ict results and the removal, replacement and verification of the ict module. Return testing was not completed as returns were not available. The most recent product monitoring review found no trend for the issue associated with this ticket. The customer cleaned the ict module probe and replaced the ict module. No additional discrepant result issues have been reported since the module was replaced. Based on all available information no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
Customer reported falsely elevated sodium results with the architect c8000 processing module for one patient. The customer provided initial = 165 mmol/l (normal range 136 to 145 mmol/l); repeat with an external gasometer results = 144 mmol/l (normal range 136 to 145 mmol/l). There was no impact to patient management reported.